Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ez change assembly was replaced.

Event description:
The hospital reported the carbon dioxide baseline was higher than expected. There was no reported patient injury.